Manufacturer narrative:
Qn#: (B)(4). Photo provide by customer shows a kink in the spring wire guide.

Event description:
The customer reports: the doctor describes the following: poor quality and dysfunction of the unilumen central catheter guide that makes it difficult to carry out the intervention and puts the patient at risk.

Event description:
The customer reports: the doctor describes the following: poor quality and dysfunction of the unilumen central catheter guide that makes it difficult to carry out the intervention and puts the patient at risk.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing two guide wires and a lidstock. Visual analysis revealed that one of the guide wires was kinked, while the other one appeared normal; however, this cannot be determined without the sample to evaluate. A probable cause of the guide wire kinking cannot be determined from the photos and without the actual sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire kinking was confirmed through examination of the customer supplied photos. The image showed that the guide wire was kinked; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.